Manufacturer narrative:
Reported event: an event regarding a loose competitor patella and simplex hv cement was reported resulting in revision. The event relates to product supplied by an OEM. Method & results: -device evaluation and results: not performed as the associated device is OEM product and it was not returned for evaluation. -medical records received and evaluation: not performed as the associated device is OEM product. -device history review: not performed as the associated device is OEM product. -complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product investigated by aap. Confirmation that an aap investigation has been initiated by the OEM supplier site was received.

Event description:
Met with the doctor where he informed me that a patient he did a total knee on (B)(6) 2015 and used our cement has a failed/loosening patella. Patella has detached and is in the lateral compartment of the knee joint.

Event description:
Met with the doctor where he informed me that a patient he did a total knee on (B)(6) 2015 and used our cement has a failed/loosening patella. Patella has detached and is in the lateral compartment of the knee joint.

Manufacturer narrative:
An evaluation of the device cannot be performed as it was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer